Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 525 mg/dl. The customer¿s current blood glucose value was 400 mg/dl. Customer provide other blood glucose value such as 600 mg/dl. The customer treated high blood glucose with insulin pump. It was unknown that the auto mode feature was activated at the time of high blood glucose event or not. No further complications were reported. The customer will continue to use the device